Event description:
A customer's daughter reported they were receiving an error message on the display of their adc meter when they attempted to test and three hours later, her father, the user of the meter lost consciousness. The customer was transported to a local hospital via paramedics where he was treated with glucose tablets and food. The caller didn't know whether there was diagnosis of hypoglycemia. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.